Event description:
It was reported that the pump could not be powered on and remained unresponsive. Customer¿s blood glucose level was 150 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.